Manufacturer narrative:
Analysis was normal. No anomalies were found. It was reported that the patient had pocket infection. The pulse generator system was explanted on (B)(6) 2018. On (B)(6) 2018, new system was implanted. The patient was stable after the procedure.

Event description:
Correction: it was reported that the patient had pocket infection. The pulse generator system was explanted on (B)(6) 2018. On (B)(6) 2018, new system was implanted. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pocket infection. The pulse generator system was explanted on (B)(6) 2018. On (B)(6) 2018, new system was implanted. The patient was stable after the procedure.